Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event and the date the patient expired were not provided by the complainant/reporter, the date of event and date of death reflected in this report are the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that patient with aspiration pneumonia and end-stage renal failure. The patient was admitted to the hospital due to a shunt clog, and an emergency pta was performed, but the shunt could not be opened, and a vascas was placed. On the 8th day of hospitalization, the patient was sent to the hospital for soft cell insertion, but the insertion was difficult, and as a result, the vascas was reinserted. On the 12th day of hospitalization, the patient started dialysis and implementation went well for a while. After that, oxygenation decreased and aspirate and oxygen administration temporarily improved the patient's condition, but after about 2 hours, a large amount of bubbles were observed in the chamber on the de-oxygenated side. There was no problem for a while after the start of dialysis, but after about 2 hours, a large amount of air bubbles were observed in the chamber on the deoxygenated side. The cause of this air contamination is unknown. Due to the wishes of the family, autopsy and ai have not been performed, and the cause remains unknown. No other information was provided.